Manufacturer narrative:
Findings: unit alarmed compromised force sensor during basic occlusion test due to protruded/loose drive support disk. Unit had missing segments due to cracked zebra connector on lcd. Unit had scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor during prime/fill. The customer stated motor doesn't detect the reservoir. The customer repeats this process but alarm re-occurs every time. The customer was advised to return the pump for analysis and will be replace by tnt.